Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles/air gaps in the infusion set tubing and also in the syringe prior to filling the cartridge with insulin. Reportedly, the cartridge was filled the cartridge with cold insulin. The customer was unsure if the event adversely impacted the blood glucose (bg) level; however, the customer stated that the event most likely impacted the bg level. No exact bg value was provided and the customer was unsure if ketones were present. The customer changed all the supplies to address the event and administered a manual injections to address the bg level.